Event description:
The general plate and screws were removed on (B)(6) 2013. Implant surgery was on an unknown date in (B)(6) 2012. An off-label use, by the surgeon, of a single plate was used to repair the transverse fracture of the sternum. It was reported per patient history that patient was osteoporotic, had spongy bone, and the screws did not stay secured within the bone. The explant surgery was needed. The plate was pushing against the skin and the bottom two to five screws were backing out of place. Patient still has substantial deformity due to the original fracture. This is 9 of 9 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.